Event description:
Complainant called to report that she placed "bean bag" like item into the microwave as directed, and it burned up. She is adamant that there should be warning statements to consumers that this is a possibility. Complainant is adamant about pursuing this and has contacted her congressman and hired a lawyer. She initially contacted cpsc who denied jurisdiction and referred her to FDA. Called rg barry corp - would not provide info as to MFR.